Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens leak. Based on the result, we concluded that it was caused due to the physical damage applied on the objective lens. In addition, our technician confirmed that the lcb distal cover glass fluid damage, the segment broken, the remote control buttons perforated, the suction channel buckled, the nozzle gluing missing, the brand plate missing, and the distal body leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.